Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Follow up information confirmed ipg explant and replacement took place on (B)(6) 2019, although the reason for surgical intervention remains unknown.

Manufacturer narrative:
The methods, results and conclusions codes will be included in the final report. Further information was requested but not received.

Event description:
It was reported that surgical intervention was planned to explant and replace the patient's ipg for an unknown reason.